Event description:
This report is based on information provided by the local philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips heartstart mrx indicating that the device had "carbonized" pocket plates. There was no report of patient involvement. Available details indicate that the device had exhibited symptoms of a failure. It was determined that the metal plates of the paddle support had burnt rubbers and it was recommended to replace the paddle pocket plates. Based on the information available, the cause of the reported problem was a component failure. It was determined the paddle pocket plates needed replaced to resolve the reported issue. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device. The customer has indicated that they budgeted for the replacement part. The investigation concludes that no further action is required at this time.